Event description:
Clinical notes were received and reviewed on a vns patient who has been referred for generator replacement surgery. Surgery at this time is on hold till the patient can have his teeth checked. Clinic notes dated (B)(6) 2012 reported that the patient's seizures are unchanged, but perhaps more intense at times, 3-4 daily, plus more clustered once per month. Good faith attempts were made for further details surrounding the patient's seizures. Thus far no further information has been received.

Event description:
The patient had their generator replaced on (B)(6) but it will not be released from the replacing hospital for analysis.

Manufacturer narrative:
Suspect medical device : user corrected to patient.

Event description:
Additional information was received that the patient's more intense seizures are attributed to the battery life decreasing. There is no relationship between the sleep apnea and vns. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the events. The patient's sleep apnea was first observed prior to vns. Sleep apnea is unconfirmed because a test cannot be done. The apnea is not associated with stimulation. The patient has a medical history of sleep apnea pre-vns. No additional information was provided.

Event description:
Additional information was received that the patient was going to be scheduled for generator replacement surgery sometime in may if insurance approval goes through.